Event description:
Jjpi was notified of the dislocation with subsequent disassociation of the femoral head and acetabular liner. This occurred after the pt fell down. A closed reduction was attempted and during this procedure the femoral head disassociated from the acetabular liner of the hip. A revision surgery was then undertaken and the actabular liner, subject of this report, was replaced. All other components were re-implanted.

Manufacturer narrative:
The evaluation of the device and review of the mfg batch records yielded the following: the device was mfg to specifications, materials were within specifications and no defects were found. Jjpi considers this file closed.